Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and an x-ray revealed lead dislodgement. The lead was reprogrammed and turned off and lead revision is under consideration by the physician. No patient complications have been reported as a result of this event.